Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 165mg/dl. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.